Event description:
Multiple unexplained crashes of failures of belmont fms blood warming pump introperative in the hands of several of (B)(6), anesthesiology facility. Multiple reports from multiple users.